Event description:
Report received of particulates in an empty sterile pca vial. The customer reported that while filling an empty sterile vial with hydromorphone, two curly hairs were seen floating in the vial. The hydromorphone was discarded and not dispensed to a pt. There were no reported adverse pt events.